Event description:
It was reported that high impedances (>3600 ohms) were observed on the patient¿s implantable neurostimulator (ins). It was noted that this issue was seen when the manufacturer¿s representative met with the patient and determined that the ins was at end of life due to normal battery depletion. Follow up information received 3 days later reported that the cause of the high impedances could not be determined and that the issue had not resolved. No lead fractures were noted. It was also reported that the patient saw an end-of-service (eos) message on their programmer on (B)(6) 2014. The patient was reported not in the cycling or continuous device modes. The patient was not receiving therapy and it was noted that they were not using the stimulation much. The patient¿s doctor gave them 3 options: explant the device, replaced the device, or do nothing. At the time of report, the patient had not decided on any of the options. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 37742, serial # (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 377745, lot # n0031898, implanted: (B)(6) 2005, product type lead; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2005, product type extension. (B)(4).